Manufacturer narrative:
(B)(4).b5: describe event or problem ¿ correction.d4 serial no: correction.g6:type of report: follow up.h2: additional information - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that early sensor expiration occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).